Event description:
It was reported that the device experienced a power on reset (por). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device experienced a power on reset (por). The device will be explanted and replaced. No patient complications have been reported as a result of this event.